Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3 failed, and the customer reported an error stating failed to lock and rewrite or invalid cubie memory which was displayed across multiple cubies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed and had errors in cubies. A field service engineer (fse) instructed the supervisor to release the defect cubie and returned to pharmacy to resolve the issue. The system functioned as intended after the field service engineer had investigated the device.